Event description:
The customer reported that they received a new lot of kits and they are not passing qc. The positive control failed for both runs and the customer was unable to obtain readings. No results were reported to the physician. The product insert was revised to advise the end-user that "after each use dad discs flat with the numbered foil side up."

Manufacturer narrative:
The product was returned at room temperature and could not be used for testing. The review of the run data indicated that the qc failure was due to a possible disc storage issue. Investigation determined that carry-over contamination from successive runs can occur if the end-user stores the dad (direct amplification disc) vertically (i.e. On edge). Storage of the dad in any vertical position after initial use has a potential of allowing fluid to travel back through the channels and contaminate other unused wedges. This may result in obtaining false positive results. The product insert warning and precautions section has been revised to include the following item: "after each use store dad discs flat with the numbered foil side up." (B)(4).